Event description:
It was reported that 2 months after a coronary drug eluting stenting treatment procedure, the pt experienced a myocardial infarction. Additional information has been requested.

Event description:
It was further reported that the pt was enrolled in the program in 2004. Target lesion 1 was identified on the prox rca with 85% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.5 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. The pt was discharged two days later on plavix and asa. The pt presented with chest pain radiating to the back and arms two months later (61 days post enrollment). Cardiac catheterization revealed: lmca - normal, lad - severe proximal disease; total occlusion within the stent in the mid vessel, lcx - severe mid segment disease between two stents, rca - patent stent, 30-40% stenosis at the proximal and mid junction. Post angiography, the pt developed chest pain associated with st segment elevation and bradycardia and an intraaortic balloon pump was emergently inserted. The pt's cardiac enzymes met guideline criteria for mi as noted in the table below. In the opinion of the physician the relationship of the event to the taxus stent and the target vessel is "not related." The pt underwent emergent CABG the next day as follows: svg to mid lad, svg to 1st ob marg, svg to dist rca. The pt was discharged one month later on plavix and asa. In the opinion of the physician the relationship of the CABG to the taxus stent is "probable."